Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases, omsc presumed that the material was a piece of injection tube or silicone rubber products used in the endoscopy room which is an accessory of the subject device. They might have entered by mistake. Also, omsc presumed that facility staff were short of training for device handling and reprocessing in accordance with IFU.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the foreign material was inside the nozzle and made it clogged. The foreign material was a kind of black rubber. There was no report of patient injury associated with the event.